Event description:
It was reported that the insulin pump alarmed motor error. The alarm was cleared but then the device alarmed no delivery, twice. The caller tried priming the insulin pump and the device alarmed motor error again. The caller stated that the customer was playing in dirt and sand. The customer does not use the sensor feature. The caller was able to rewind the insulin pump. The customer's blood glucose was 568 mg/dl, which was not treated. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No unexpected excessive no delivery alarm. No motor error alarm noted. The motor passed the motor test. Minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.